Event description:
Monitor failure where pads and etco2 shut off completely. Both were working at the beginning of the call and suddenly stopped working. Zoll case file is on the monitor for further interpretation if needed. Monitor serial number (B)(4). FDA safety report ID # (B)(4).